Manufacturer narrative:
On 27-sep-2019, mentor received additional information from the physician that the patient also has symptoms of weakness and inflammation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a 300cc mentor memorygel breast implant and experienced unexplained systemic symptoms, including burning sensation on the right breast and throughout the whole body, swollen, immune system issues, confusion, hair loss, fatigue, psychiatric system issues, congestion, pain through the entire body, headaches, reaction to different food, and reaction to environment. Patient reported that a medical professional was consulted, and that the symptoms could be caused by the implants. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.